Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to infection and a periprosthetic fracture distal to the humeral stem. The humeral components and glenosphere were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Added patient age updated event description with new information from operative notes.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to suspected infection. The humeral stem was replaced with a cement spacer and the humerus was plated. The patient was treated with six weeks of antibiotics. A second stage revision procedure was performed on (B)(6) 2014 due to non-union of the humerus. An irrigation and debridement was performed, bone graft was placed and all components, including the cement spacer, were replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a reverse shoulder procedure approximately two (2) years ago. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to infection and periprosthetic fracture distal to the humeral stem. The humeral components and glenosphere were removed and replaced.